Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined that the cutter failed testing and the gear needed to be replaced; however, the repair was not completed because the cutter would need to be replaced. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the mesh was incomplete taken on previously recovered cadaver skin. At product evaluation investigation the cutter did not pass the cut test. No adverse events were reported as a result of this malfunction. No additional event information available.